Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. The patient underwent surgical intervention to explant the lead. No additional adverse patient effects were reported. An incomplete portion of the lead was returned and product analysis was performed. Infection complaints are evaluated by trend analysis. An x-ray performed by the lab showed an inner coil fracture near the terminal pin, damage indicative of helix extension/retraction difficulty at explant.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation results and to correct and update fields b5, d2, and h6. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted that only the proximal segment was returned severed 440 mm from the terminal pin. An x-ray showed an inner coil fracture near the terminal pin, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. The clinical observation of infection is a problem already known, no evaluation is necessary.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.